Event description:
It was reported that the "pump will not hold charge". Additionally it was reported that "shuts down on it¿s own without programming to". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.